Event description:
Medtronic received information that during the implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturers product. The reason for the replacement was reported as after going off of bypass and given protamine, an echocardiogram discovered a jet within the valve and a restrictive leaflet and the valve would not close. The patient was then put back on bypass and the valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed small needle holes along the sewing ring, showing placement of implantation sutures. The sewing ring adjacent to leaflets 2 and 3 appears inverted. A section of the sewing ring adjacent to leaflet 2 appears to have been cut and removed. A small tear in the sewing ring adjacent to leaflet 3 appears to have occurred during explant. A small tear on the outflow rail, in correlation to the tear on sewing ring, appears to be associated to a sharp object such as forceps. The valve is discolored showing blood contact. All leaflets appear partially open with a large gap at the point of coaptation. All leaflets are slightly stiff but flexible. Leaflets 2 (l2) and 3 (l3) appear intact. Small punctures and/or tears on the outflow of l1 appear to be associated with a sharp object such as forceps used during explant. All commissures appear intact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that severe insufficiency was noted prior to explant. It was reported that the avalus sizer was used for this implant, both the barrel end and replica end of the sizer were used for valve sizing. It was stated that the replica end of the sizer was used to select the size of the implanted valve and the annulus was felt to be between two different valve sizes (25mm and 27mm). It was reported that a body surface area (bsa) chart used for valve sizing, the bsa chart did not indicate a larger valve was need than what was sized for this patient and a root enlargement was not performed. Pledgets were used and the patient had prolonged operating room time. Noadditional adverse patient effects were reported.

Manufacturer narrative:
H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.